Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 reported a suspected broken float switch. No patient adverse events reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device was dirty with deep scratches on the enclosure. There was also a cracked water tank cover and worn line cord on the unit. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (broken float switch) was not confirmed during testing. The float switch was working and the unit was functioning as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the product. The reported product problem was a case of user error. No repairs were necessary.

Manufacturer narrative:
Corrected data: h 6 needed to be corrected in event problem device code. This was not and alarm as it was a break of switch.

Event description:
Suspected broken float switch . A corrective data on evaluation code.